Event description:
Patient transferred into MRI zone IV with a non-MRI conditional wheelchair. The wheelchair with the patient inside of it was pulled into the magnet and stuck to the magnet. Magnet was quenched to release the patient. This zone IV did not have fmd (ferrous metal detector). Adverse event only. Ref report: mw5115132.